Event description:
The surgeon implanted a toric silicone lens model aa4203tl in 2002. It was stated the pt had a dislocated lens and the surgeon suture the iol. There were no other surgical procedures performed at the same time and no difficulties were observed during the initial surgery. The surgeon stated there was a late lens dislocation, cause was unknown, and this was observed in 2005. The surgeon indicated that the lens was repositioned, sutured iol and capsular bag together to the sclera. There were no factors for capsule weakness identified and no yag procedure was performed. The surgeon could not recall the model and lot numbers of the cartridge and injector used.